Event description:
A customer observed multiple; lower than expected, vitros valp quality control results on a vitros 5600 integrated system. The following results were obtained: qc fluid biorad l1 = 21.0, 27.7, 26.1, 19.3, 25.3 vs. An expected result = 38.2 ug/ml; qc fluid biorad l2 = 56.9, 61.9 vs. An expected result = 77.9 ug/ml; qc fluid biorad l3 = 96.2 vs. An expected result = 136.7 ug/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple; lower than expected, vitros valp quality control results were obtained on a vitros 5600 integrated system. An ocd fe performed service actions to the microtip subsystem of the analyzer. Following these service actions, expected system performance was obtained. The most likely assignable cause is an analyzer related event. There was no evidence that a reagent related issue contributed to the event.